Event description:
Part 821707 codman* lumbar catheter kit reoperative placement of lumbar drain - encountered resistance during initial placement, lumbar drain removed and noted to have the end of the tubing sheared off, <1mm, wire remained intact. Second lumbar drain placed successfully. No harm to patient.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The lot number of the affected part was not confirmed. Device identifier (UDI number) : n/a risk review: (B)(4) rev 05 natus external drainage lumbar catheters - risk analysis spreadsheet hazard 1.5 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): surgical intervention residual risk: medium. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#: (B)(4). CAPA: 005401 is noted to be related, CAPA was closed in 2022. Complaint history review/trend analysis: (24 months review and percent of sales) 1 previously confirmed "integ-broke/disengage" complaints within the past two years. (B)(4) nt821707 units sold within past two years. Failure rate: (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Nt821707, drainage kit, lumbar reoperative placement of lumbar drain - encountered resistance during initial placement, lumbar drain removed and noted to have the end of the tubing sheared off, <1mm, wire remained intact. Second lumbar drain placed successfully. No harm to patient.